Event description:
Caller reported a discrepancy with their insulin gauge displaying a different amount than expected, initially showing zero units instead of the expected 120 units. There was no adverse impact to the customer¿s blood glucose level. The caller resolved the issue by loading a new cartridge and was instructed by customer technical support to reach back if the issue recurs. No further action was required as communication via email confirmed the resolution.